Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that diaphragmatic stimulation was observed one day post implant. The lead was successfully repositioned. The patient was doing well after the event and will be monitored.